Manufacturer narrative:
(B)(4) date sent: 1/9/2026 d4: batch #586d66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with six vasecr35 reloads present along with the device. Three reloads (a, b, c) were received 1/10 and 3 sterile reloads (d, e & f) were recived unfired. The reloads (a, b, c) were received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and all reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines for reloads a,c,d,e,f were complete and the remaining staples meet the staple form release criteria. However, during the functional test of the reload b, the sled on the reload was reset to home position, and it could not be fired due to locked out condition, and the cartridge sled was in 1/10 partially fired. The firing test was repeated several times, but each time the actual devices could not be fired due to locked out condition, and the cartridge sled was in 1/10 partially fired. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 586d66, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lobectomy procedure, when trying to use the echelon 7 during pulmonary artery resection, a locked-out occurred. After replacing the cartridge, a locked-out occurred again (which was released by the manual override lever). The main body was replaced, and new cartridge was also loaded into the 2nd device, then fired outside the body cavity to check the function, but the third and fourth cartridges were also locked out. A different lot cartridge was loaded into the 2nd device and used, it could be fired successfully, and the surgery was completed. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.